Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter , length 15mm, diameter 1.5mm, was used to predilate a mid lad lesion in a pt. It was reported that the balloon burst at 6 atm. The 100% stenosed lesion had previously been dilated with a 2.75 x 8mm balloon and a 2.0 x 10mm balloon to 14 and 18 atm respectively. No pt injury occurred and no clinical sequelae have been reported. The device has not been received for eval.

Manufacturer narrative:
(B)(4). Eval results, conclusions: (100% stenosis, multiple predilations required).